Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for a calibration error alarm, his blood glucose level was 49 mg/dl. He declined troubleshooting. The customer had something to drink to treat his blood glucose level. The device was not returned.